Event description:
On september 25, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6), 2023, she was unable to test her blood glucose with the subject meter as it was reverting to the set-up mode. During the call, the patient reported having symptoms of ¿vision was blurry and shaking¿, which she associated with low blood glucose. The customer care agent (cca) walked the patient through a retest and a reading of ¿152 mg/dl¿ was obtained. The patient could not be contacted to confirm if she received any treatment for the symptoms. The alleged issue was resolved during troubleshooting. This complaint is being reported because the patient reportedly developed symptoms that could be indicative of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.